Event description:
Resident was transferring from wheelchair, left shin scrapped on leg rest release handle. A 3 cornered tear resulted-required resident transfer to physician's office for suturing (7 stiches)invalid data - regarding single use labeling of device. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: design. Conclusion: other. Certainty of device as cause of or contributor to event: yes. Corrective actions: device recalled by manufacturer/distributor, device use continued with restrictions/limitations. Invalid data - on device destroyed/disposed of status.